Event description:
The following information was reported to kci: a patient was placed on prevena. Post-operative days 6, increased drainage was observed. The prevena dressing was removed and the incision allegedly dehisced requiring debridement down to the fascia. Dates not provided. On 03/04/2015, the following information was reported to kci: on (B)(6) 2015, the patient underwent a surgical procedure to remove a pelvic mass, and the prevena was placed. On (B)(6) 2015, the prevena was removed and the dehiscence was observed. On (B)(6) 2015, sharp debridement with wash-out was performed and v.a.c. Therapy was applied. The patient outcome was reported as "abdominal infection". On 03/06/2015, the following information was reported to kci: a v.a.c. Ultra therapy unit was used with prevena dressing. It was also confirmed that there is no allegation that v.a.c. Therapy caused or contributed to the abdominal infection. On 03/30/2015, kci reviewed the patient's medical records provided in the kci system which stated the following: on (B)(6) 2015, the physician noted, "patient with wound infection. This was opened yesterday but despite this the cellulitis has not improved. Given this, I recommended debridement within the operating room and wound vac application". An irrigation and débridement was performed, and v.a.c. Therapy was applied. The prevena dressing lot number is not available, therefore a device history review could not be performed. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided it cannot be determined that the alleged dehiscence is related to v.a.c. Therapy. It was confirmed there is no allegation that v.a.c. Therapy caused or contributed to the patient's abdominal infection.